Event description:
It was reported the patient experienced pain due to the placement of the leads. Surgical intervention was undertaken during which the leads were relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6543278.

Event description:
Surgery took place on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.